Event description:
The pt did not have successful therapy. She also experienced pain at the ins site which prevented her from sleeping on her back and had issues of irritation to the area due to bumping against items. The outcome is unknown. Further information is being requested from the hcp.

Manufacturer narrative:
(B)(4).